Manufacturer narrative:
The philips remote service engineer confirmed that device had no sound. No additional testing was performed. The customer determined that the speaker assembly needed to be replaced. The customer ordered a replacement speaker and will replace it themselves. No further action is needed at this time. Reporting institution phone number: (B)(6) reporter phone number: (B)(6) h3 other text : customer performed evaluation.

Event description:
Customer reported the unit displayed a loudspeaker error. The device was in clinical use at the time. There was no patient or user harm or injury reported.